Manufacturer narrative:
Concomitant products:100us hvad drive line; 1318 hvad surgical tools;1125 hvad outflow graft; 1103 hvad pump; 1425 hvad accessory; 1 435- hvad accessory; 1425 hvad accessory; 1600us hvad accessory; 1475- hvad accessory implanted on (B)(6) 2013. 1650- hvad battery (x15). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.